Event description:
Patient's grandfather contacted dexcom technical support on (B)(6) 2014 to report a permanent out of range signal on (B)(6) 2014. Patient's grandfather was advised to reset the device but the reset was unsuccessful for the reported issue. At the time of contact with dexcom technical support, no medical intervention or injuries were reported.

Manufacturer narrative:
(B)(4). The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4). The returned complaint device was visually inspected and no defect was found. Evaluation of the returned receiver confirmed a hardware error code. Therefore, the reported event of a permanent out of range signal was confirmed. The root cause was determined to be a defective component in the receiver's printed circuit board. A CAPA has been initiated for this issue.